Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by ensuring the charging cable was plugged into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.